Manufacturer narrative:
Patient identifier not provided. The brush head is an accessory to the hx6250 2-series toothbrush. The serial number of the brush head was not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that a bristle fell out of the brush head while spouse was using the hx6250 2-series toothbrush and the bristle may have been swallowed.

Manufacturer narrative:
This submission is a duplicate to MDR 3026630-2017-00397 (B)(4) submitted on 12/22/2017. Please cancel.